Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Continuation of medical devices: d314trg ¿ ICD: implanted on (B)(6) 2012. (B)(4)¿ lead: implanted on (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient was admitted with a twenty-pound fluid weight gain. The patient was treated with intravenous diuretics. While hospitalized, the patient¿s hemoglobin (hgb) dropped and a gastrointestinal (gi) bleed was suspected. The patient was treated with the transfusion of five units of packed cells over the course of the admission. Endoscopic gastro-duodenoscopy (egd) on (B)(6) 2018 revealed a dieulafoy lesion in the greater curvature of the stomach and a small intestinal oozing and clips were placed. A repeated egd on (B)(6) 2018 revealed an adherent clot oozing in the distal esophagus that was also clipped. The hgb eventually stabilized and they became euvolemic. The patient was discharged home (B)(6) 2018 on oral diuretics. Of note, no changes had been made to the patient¿s anticoagulation regimen. The patient was maintained on aspirin and warfarin with a therapeutic international normalized ratio (inr) goal of 2.0-2.5. The pump remains in use. No further patient complications have been reported as a result of this event.